Manufacturer narrative:
The customer's device was not returned to stryker. The customer received a replacement device. The cause of the reported issue could not be established.

Event description:
The customer contacted stryker to report that their device did not automatically power on when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.